Manufacturer narrative:
Alleged failure: eib payton, rep, needle bent/broke ,sample. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. ¿manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the needle broke during the procedure and potentially remained in the patient.

Event description:
It was reported that the needle broke during the procedure and potentially remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.